Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided guidance to reset the pump, and the issue was resolved successfully without further error.